Manufacturer narrative:
Concomitant products: product ID 8578, lot # n143160, implanted: (B)(6) 2008, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type catheter; product ID 8578, lot # n143160, implanted: (B)(6) 2008, product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter (lot # n143160) found sutureless connector found coring, tears and cuts in seal; met leak criteria. Analysis of the catheter (s/n # (B)(4)) found no significant anomaly. (B)(4)

Event description:
It was reported that there was a volume discrepancy. The actual residual volume was greater than the expected residual volume. The arv was about 7ml and the erv was about 4.7ml. The patient's parent reported the volume discrepancy at last refill by a physician who no longer practices. The patient's parent did not know how much. On (B)(6) 2014, the pump and catheter were replaced for routine end of life battery; however it was later reported that the pump and catheter were replaced because of a volume discrepancy. During the replacement surgery, some clear fluid was noted in the pump pocket. The manufacture representative suggested that the patient used lioresal and thought that the hcp maybe put the full amount of what was in the vial in the pump "which would result in some extra residual volume even if the pump was flowing accurately. The patient had a headache and increased spasticity. The cause of the discrepancy was unknown. The patient recovered without permanent impairment. The patient's status at the time of report was "alive-no injury." The pump system was infusing lioresal.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.